Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mom reported via phone call that the customer was hospitalized due high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with the unknown blood glucose level. Customer experienced symptom such as vomiting. Customer was treated with intravenous with insulin drip in hospital. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided about auto mode was incorrect with the initial report. The correct information has been included with this report .

Event description:
It was reported that the customer unsure if the auto mode was active or not.